Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the main coil was seen to be kinked/bend and stretched. The main coil was seen to be broken/fractured. The coil delivery wire was seen to be kinked/bend. The coil introducer sheath was intact. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'main coil failed/unable to detach' could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu and continuous flush was set up and maintained throughout the procedure. As per the available information, the delivery wire was not wiped with alcohol prior to being inserted into the power supply, this can lead to connectivity issues within the power supply device. It is probable that the failure to wipe the delivery proximal contact prior to use caused or contributed to the reported "main coil failed/unable to detach". During analysis, the main coil was found to be kinked/bent, stretched and broken/fractured, and the coil delivery wire was found to be kinked/bent. An assignable cause of use error will be assigned to the as reported "main coil failed/unable to detach" as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. An assignable cause of procedural factors will be assigned to the as analyzed "main coil broken/fractured during use", "main coil kinked/bent" and "main coil stretched" as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed "coil delivery wire kinked/bent" since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure.

Event description:
Analysis of the returned device found that the subject coil was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.